Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2021-19237, 3006705815-2021-06468. It was reported the patient did not recharge the patient's right buttock ipg and left buttock ipg as recommended. As such, the ipgs became inoperable. In turn, the patient underwent surgical intervention wherein the right buttock ipg was explanted and replaced. It is unknown which ipg was explanted and replaced, so all three are being reported.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.